Event description:
It was reported that a spectrum infusion pump was alarming sys error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the sys error 322. The eval found loose switch bracket screws. The loose screws will trigger an intermittent open/closed switch connection causing the reported symptom. The upper auxiliary assembly (containing the loose screws was replaced). Sys error 322 will occur when the pump transitions form the door open state to the door closed/set-loaded state the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.